Event description:
It was reported that during ablation procedure with the stockert rf generator, the foot pedal became stuck in the on position. The physician was able to move the pedal with his foot and stop abalation with the pedal. The procedure was continued and no patient injury was reported.